Event description:
A hospital in (B)(6) reported that a bc2745-20 infant cannula was placed on a (B)(6) neonate, which caused broken capillaries in the nares and the nose to bleed. No further ill effects were noted. The customer, (B)(6), understands that they picked the wrong size cannula.

Manufacturer narrative:
(B)(4). The bc2745-20 oxygen prongs are widely used for the delivery of high flow therapy to neonatal patients. This therapy is gaining popularity as an alternative to more invasive therapies. The size and delicate condition of neonatal patients makes the provision of this therapy challenging. In particular, the clinician must position the prongs in the nares in a way that ensures delivery of the therapy but minimises damage to the septum and other delicate areas of the nose. This requires the tubing to be anchored, usually using specially designed tapes which adhere the tubing to the face. Skin damage is a potential side effect of such treatment, therefore, patient monitoring is recommended to prevent this. In this case, the reported injury was most likely due to using a cannula that was too large for the patient's face. Fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimising the potential for occlusion, skin irritation or septal injury. The device user instructions state the following: select the correct size nasal cannula, the nasal prong outer diameter should be approximately half the diameter of the infant's nares. Place the nasal cannula in the nares ensuring that there is at least a 2 mm (0.08 inches) gap from the septum. Ensure that the nasal prongs are positioned at least 2mm (0.08 inches) from the septum to avoid pressure necrosis. Re-adjust as necessary. Patient monitoring is recommended. Following this incident, a fisher & paykel healthcare clinical product specialist visited the hospital and provided advice on what size cannula to use, as well as samples of the different sizes available in the cannula range. The customer informed our representative that the hospital does not "blame" fisher & paykel healthcare for this incident and that they recognise that the problem was caused by use of the wrong size cannula.